Event description:
It was reported that during a routine follow-up appointment, a substantial decrease in the battery longevity was noted from this device. Boston scientific technical services were contacted and recommended device replacement within 90 days. At this time, the device remains implanted and in service. The patient was stable with no adverse consequences.

Event description:
It was reported that during a routine follow-up appointment, a substantial decrease in the battery longevity was noted from this device. Boston scientific technical services were contacted and recommended device replacement within 90 days. At this time, the device remains implanted and in service. The device was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. It is unknown if the device will be returned for analysis.